Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the asahi guide wire was successfully introduced. An attempt was made to insert another asahi guide wire, but it became blocked as soon as the coronary artery was reached. It was noticed under x-ray that there was a loop in the guide wire inside the catheter. During removal of the guide wire, the coil stretched. No add'l event or pt info is available. This is being reported based on the returned product analysis, which revealed a separated guide wire.

Manufacturer narrative:
Eval summary: analysis of the returned guide wire revealed that the core of the returned asahi miracle 3 was separated at approx 20 mm from tip, or approx 95 mm distal from the coil proximal end. No coil stretch was observed from coil tip to 65 mm; thereafter, the coil was expanded long, and coil pitch stretch was observed over the core wire proximal section. The coil was not separated; however, upon decoiling at the middle brazing, the broken site of core wire distal side was observed. Engineering reviewed the incident info and analysis of returned guide wire. Scanning electron microscopy (sem) observation revealed the trace that the core wire was twisted into a counter-clockwise direction, and two broken site corresponded each other. It is presumed that tip of the returned asahi miracle 3 guide wire was trapped in the lesion or was tangled with the first asahi miracle 3 guide wire in the guiding catheter, and torque manipulation was applied to counterclockwise direction in order to escape from such situation. This resulted in accumulation of force and separation of the core wire by the force exceeding product performance. Additionally, per the device instruction for use (IFU). "Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action." A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.